Event description:
Information received from a consumer regarding delivery of an unknown drug and unknown indication for use. The reporter had concerns about the current FDA ruling regarding the manufacturer and wanted to know how to find out more information. The reporter had an interest in the legal action due to a "personal death caused by some pumps." Further follow-up was attempted, but unable to be conducted due to the lack of patient identifiable information. Please refer to (B)(4).

Manufacturer narrative:
The actual date of death was unknown. Date (B)(6) 2015 represents the first known date the patient was deceased. Concomitant medical devices: product ID: neu_unknown_cath, product type: catheter. (B)(4).